Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain and tenderness to palpation over the medial upper edge of the pocket site. Moving the ipg revealed some adhesion over the ipg's lead insertion site and the scar appeared to have been stretched. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. Sc-1132 (sn (B)(4)) the source of the complaint in regard to intermittent pocket pain could not be determined. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing pain and tenderness to palpation over the medial upper edge of the pocket site. Moving the ipg revealed some adhesion over the ipg's lead insertion site and the scar appeared to have been stretched. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician did not have definitive knowledge as to what was causing skin discoloration. Database analysis revealed no anomalies and the device appeared to be working as expected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain and tenderness to palpation over the medial upper edge of the pocket site. Moving the ipg revealed some adhesion over the ipg's lead insertion site and the scar appeared to have been stretched. The patient will undergo a pocket revision procedure.